Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (5 mg/ml at 0.4 mg/day) via an implanted pump. The patient¿s medical history included being a diabetic and a smoker. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that wound dehiscence was noted at the pump site exposing the pump. The wound edges were necrotic with a dusky appearance surrounding. The pump was explanted. A pulsevac lavage was utilized to irrigate with antibiotic irrigation and the tissue was debrided. The catheter was then removed. The pump pocket was closed with a drain to the pocket. The issue was resolved. The patient status was reported as ¿alive-no injury¿. No further complications were reported/anticipated.